Manufacturer narrative:
(B)(4)

Event description:
It was reported that low sensing and high capture threshold were observed. Lead dislodgement was noted via fluoroscopy. The lead was repositioned. Patient was fine.